Event description:
An everflo device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found the power cord is burnt. The device will be forwarded to the product investigation lab for further investigation. A follow up report will be submitted if there is any additional information.